Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the femoral condyle fractured. Medial condyle cracked when impacting trial. Fixed at surgery with 2 lag screws.